Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of deep wound infection, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic, clínica dávila, surgery, chile ¿. The title of this report is ¿fixation failure in patients with traumatic diastasis of pubic symphysis: impact of loss of reduction on early functional outcomes ¿, published on november 06, 2021, and can be found at https://doi.org/10.1186/s13018-021-02802-x. The report is associated with the stryker ¿matta pelvic system ¿and includes an analysis of the clinical data that was collected on 37 patients. The cases in the study range from january 2016 and december 2018. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one (1) patient experienced a deep wound infection that required surgical debridement, metalwork removal, and revision to an external fixator as definitive surgery.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of a deep wound infection that required surgical debridement, metalwork removal and revised to an external fixator as definitive surgery could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic, clínica dávila, surgery, chile ¿. The title of this report is ¿fixation failure in patients with traumatic diastasis of pubic symphysis: impact of loss of reduction on early functional outcomes ¿, published on november 06, 2021, and can be found at https://doi.org/10.1186/s13018-021-02802-x. The report is associated with the stryker ¿matta pelvic system ¿and includes an analysis of the clinical data that was collected on 37 patients. The cases in the study range from january 2016 and december 2018. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one (1) patient experienced a deep wound infection that required surgical debridement, metalwork removal, and revision to an external fixator as definitive surgery.